Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8127844. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Investigation conclusion : bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description : root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no: 324912 batch no: 8127844. It was reported that during use of the bd¿ insulin syringe with the bd ultra-fine¿ needle the consumer found clear liquid in some syringes before injection. Did not use. Not comfortable using them. The following information was provided by the initial reporter: verbatim: consumer reported finding clear liquid in some syringes before injection. Did not use. Not comfortable using them. Lot: 8127844, expiration date: 2023-05-31, item: 324912. Last time she found one was last night, 03/19/2019. There were more from this lot but occurrence date is unknown. Samples available.